Manufacturer narrative:
The provided qc-results showed no issues. There was not enough sample volume left to complete the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The country of origin is (B)(6). The sample has been requested for investigation.

Event description:
The initial reporter received questionable antibody to (B)(6) results, for 1 patient, from cobas e 411 immunoassay analyzer serial number (B)(4). The patient has a history of (B)(6) results but, the patients results were reported negative on the cobas e 411 for (B)(6) and when repeated on a competitor analyzer gave a positive result for (B)(6). Sample 1: the initial result was 0.082 coi (non-reactive). The rerun result on architect (abbott) was 5.00 s/co (reactive). Sample 2: on (B)(6) 2020 the initial result was 0.085 coi (non-reactive). The rerun result on the architect (abbott) was 4.58 (reactive). On (B)(6) 2020 sample 1 and 2 were then repeated on an different cobas e 411 in the same laboratory and gave results of 0.070 and 0.072 coi (non-reactive). On (B)(6) 2020 it was noted that during the site visit, the samples were processed for confirmation and the results were 0.077 and 0.082 coi (non reactive). The questionable results were not reported outside the laboratory.